Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, reported per tm: "size; r sided cylinder is bulging out and appears folded over. Md believes the cylinder was not closed inside the corpora from the previous revision. Md went in, removed the capsule that formed outside corpora, re-inserted cylinder and closed corpora." The device was revised. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.